Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button cable was plug was pulled from the ca board, causing fault. The cause of the non-functional response buttons is the pulled cable. The root cause of the pulled cable plug was physical abuse. There was no adverse event that resulted from the damaged monitor.